Event description:
The segment is broken. Brand new scope must to service. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Manufacturer narrative:
Evaluation summary: the segment is broken. Correction information: follow up #1, type of follow up, coding changed based on the investigation result.